Event description:
Caller reports in the past 1 month, her implant is not holding a charge and is depleting more quicker than before. Redirect caller to patient's hcp caller reports she is getting a low battery on her controller. Caller reports she would charge her implant and then sees a low battery on the controller. Caller reports she is not seeing any other message. Caller reports the controller is currently showing: 40% implant 70% controller caller reports this has been happening for the past month. Caller report she is not charging her controller every night, only when she sees a low battery message. Suggest charging the controller every night.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.